Manufacturer narrative:
Estimated dates unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported patient effect(s) of cerebrovascular accident and hemorrhage, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effect of death referenced is being filed under a separate medwatch report #.

Event description:
It was reported through a research article identifying xience stents that may be related to the following: death, ischemic events, and bleeding events. Specific patient information is documented as unknown. Details are listed in the attached article, titled "major ischaemic and bleeding risks following current drug-eluting stent implantation: are there differences across current drug-eluting stent types in real life?".

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.